Manufacturer narrative:
H.6 investigation summary: photo and 2 samples (1 good sample, 1 wrong sample) were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. This complaint is registered in bd complaint system and trend analysis will be performed. Engineering tried to reproduce the defect. A similar defect was reproduced (damage in similar position), however under these extreme circumstances only: wrong position of the product on the conveyor. Manipulator hits the product. Note, when the product is hit, it is dropped within the machine, therefore it is assumed to be impossible that dropped product will go into the exact right position into the tray. Therefore engineering concluded such defect could not be shipped out. Based on the investigation conclusion, bdm-ps was not able to correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that the ultrasafe plus x100l png rfs could not activate the safety guard. The following information was provided by the initial reporter: on the (B)(6) 2023 the functional testing (break out force, sliding force and activation force) of cosentyx 150mg 1ml nsd stability batch sfum2 (psp_ch12_36187_nsd - 6m at 5°c) was carried out. For one sample (no. 14) of the tested 40 samples the safety mechanism was not activated fully after injection the spring was only expanded slightly and not fully causing the needle not to be retracted.